Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient¿s physician indicated the patient had not contacted them regarding the event. No abnormal im pedances were measured. No surgical intervention occurred. On (B)(6) 2013, the patient had a minimal amount of purulent drainage at the implant site. Cultures were taken and came back with no growth. No therapy needed for culture. Silvadene was used at the site. The wound completely healed and no further intervention was needed. The patient recovered without sequelae. It was noted that the implant was working well. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect as compared to the trial. During the trial the patient was at 8.5v and had good therapy. Now the patient had diminished therapy benefit. When stimulation was increased the patient perceived a benefit for a while but it didn't stay. It was also reported that the hcp excised a wound that was near the implantation site which had been causing the patient a lot of additional pain. It was unclear if the wound was related to the device implant. The wound was being watched for additional wound care. It was noted that the patient was scheduled for neck surgery on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va04d8q, implanted: 2013 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).